Manufacturer narrative:
Initial reporter e-mail: unknown. There were multiple lot numbers reported to be potentially involved. The information for each lot number is as follows: medical device lot #: 21125529. Medical device expiration date: 07-dec-2024. Device manufacture date: 06-dec-2021. Medical device lot #: 21015542. Medical device expiration date: 13-jan-2024. Device manufacture date: 07-jan-2021. Medical device lot #: 22025487. Medical device expiration date: 11-feb-2025. Device manufacture date: 08-feb-2022. Medical device lot #: 21075522. Medical device expiration date: 15-jul-2024. Device manufacture date: 06-jul-2021. Medical device lot #: 21065965. Medical device expiration date: 16-jun-2024. Device manufacture date: 14-jun-2021. Investigation summary. One mz1000 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21125529. Residual fluid was present in the device. The feedback provided by the customer indicates leakage was detected from the maxzero device whilst in connection with a huber needle. Further information provided by the customer suggests the leakage occurred during infusion, and it is likely the device was disinfected using an alcohol cloth (70% isopropyl alcohol); the customer also suggested the maxzero piston appeared deformed. A visual inspection of the returned sample did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience . Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, no leakage, flow issues or deformities were detected. The sample was then subjected to pressure testing; again, no leakage was observed from the maxzero throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21125529 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the production records for the other potential lot#s 21015542, 22025487, 21075522, 21065965 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the silicone rubber of the bd maxzero¿ needleless connector was deformed and caused rituxan to leak out during use. The following information was provided by the initial reporter, translated from japanese: "during administration of rituxan at a rate of 50 ml/h with the use of mz1000 connected to safety step huber needle, the fluid leakage occurred. No crack was visually confirmed but the silicone rubber of mz1000 seemed to be deformed."